Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. The sterling 4.0x60/135mm 4f balloon was successfully inflated two times. During the third inflation, the balloon ruptured at 12 atms. The procedure was completed with another of the same device with no pt complications. The pt's condition post procedure was reported to be good.